Event description:
It was reported that during a routine follow up, the physician was unable to interrogate the device. There was no pacing detected on the electrocardiogram (ECG) when a magnet was placed over the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device identified a failure condition that disappeared during analysis.